Event description:
A medtronic representative reported that, while in a spine procedure, a 5.5-6.0 mas solera driver was damaged. The surgeon was using the driver to place iliac screws and the tip of the driver broke off in the screw head. The driver tip remained in the screw, and the rod was then placed over the shaft without issue. There was no delay of surgery and no harm to the patient. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Correct brand name and part number provided.

Manufacturer narrative:
RMA issued. Replacement solera 5.5-6.0 driver shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that, as reported, the tip of the instrument has been broken off. Physical damage - pieces broken - directly caused event.